Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and two watchman truseal access systems (was). Following three deployments and two recaptures of the closure device, a kink was observed 12cm from the distal tip of the was. The closure device was fully recaptured and removed and a guidewire was advanced into the left atrium. After placement of the guidewire, the kinked was was removed from the patient. The procedure was successfully completed with a new closure device, wds, and was. No patient complications were reported.